Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined tower top door was failed as was hearing clicking sound usually heard prior to experiencing repetitive failure. A field service engineer had found that the harness on door 1 loose, hence had cleaned latch and crimped down harness connectors on latch to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, radiology top door was failed and heard a clicking sound which had typically preceded repetitive failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.